Manufacturer narrative:
Concomitant medical products: 4968-60 lead implanted: (B)(6) 2015; dtmb1d4 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low out of range (oor) pacing impedance. It was noted that pacing impedance measurements had since returned to normal limits. The lead remains in use. No patient complications have been reported as a result of this event.